Event description:
It was reported that this dual chamber pacemaker and right ventricular (rv) lead triggered a lead safety (lss) switch due to high impedance measurements measuring greater than 3000 ohms. Additionally, when the device was programmed in both bipolar and unipolar configurations noise, oversensing and out of range impedance measurements were observed and reproducible. Technical services (ts) was consulted for further review. Upon review, it was found that a signal artifact monitoring (sam) episode was a result of oversensing noise exhibited on the right atrial (ra) channel related to the minute ventilation (mv) feature. During the sam episode, both ra and rv ring to can impedance measurements, measured greater than 3000 ohms at the same time. Subsequently, the health care professional (hcp) has opted to reprogram both ra and rv leads to unipolar pace and sense at this time. Ultimately, after the device was reprogrammed, this triggered another lss and the rv lead was programmed back to bipolar, but the hcp was unable to obtain capture on the rv lead, thus the device was programmed in atrial sense and pace mode only. After the device was programmed, this triggered another lss to occur, but on the ra lead as a result of high out of range pacing impedance measurements. Additionally, while the ra lead was programmed in unipolar, oversensing and noisy signals were observed as a result of myopotential oversensing. Also noted was the during review of a stored atrial tachy response (atr) episode, the ra lead exhibited loss of capture. Ts recommended an x-ray be performed. An x-ray was performed which showed full lead insertion in the device header. Ultimately, the device was reprogrammed. At this time, the device remains in-service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements. Engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event. This device was included in the minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that this dual chamber pacemaker and right ventricular (rv) lead triggered a lead safety (lss) switch due to high impedance measurements measuring greater than 3000 ohms. Additionally, when the device was programmed in both bipolar and unipolar configurations noise, oversensing and out of range impedance measurements were observed and reproducible. Technical services (ts) was consulted for further review. Upon review, it was found that a signal artifact monitoring (sam) episode was a result of oversensing noise exhibited on the right atrial (ra) channel related to the minute ventilation (mv) feature. During the sam episode, both ra and rv ring to can impedance measurements, measured greater than 3000 ohms at the same time. Subsequently, the health care professional (hcp) has opted to reprogram both ra and rv leads to unipolar pace and sense at this time. Ultimately, after the device was reprogrammed, this triggered another lss and the rv lead was programmed back to bipolar, but the hcp was unable to obtain capture on the rv lead, thus the device was programmed in atrial sense and pace mode only. After the device was programmed, this triggered another lss to occur, but on the ra lead as a result of high out of range pacing impedance measurements. Additionally, while the ra lead was programmed in unipolar, oversensing and noisy signals were observed as a result of myopotential oversensing. Also noted was the during review of a stored atrial tachy response (atr) episode, the ra lead exhibited loss of capture. Ts recommended an x-ray be performed. An x-ray was performed which showed full lead insertion in the device header. Ultimately, the device was reprogrammed. At this time, the device remains in-service. No adverse patient effects were reported.